Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system foot pedal has high radiation. No pt injury was reported.